Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the obturator broke when the obturator was removed. The user completed the procedure using a backup blunt obturator with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use with no damage observed. There was no instrument collision and no fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blunt obturator accessory was analyzed and found to have been broken. The broken shaft of the obturator was put together with the house and no missing material was observed.